Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that there was an overstimulation sensation. The patient called 911 because they experienced an overstimulation and she could not turn stimulation off. The patient had not used her stimulation, had not charged her device, and had not felt stimulation for over 8 months. It was noted that a physician recharge mode had been performed at home and she was charging her device normally after the 60 minute countdown from the physician recharge mode. It was noted that the patient did not press any buttons on her recharger or patient programmer when overstimulation was felt. The patient programmer displayed a warning power on reset (por). The firefighter was unable to clear the warning por with the patient programmer. After performing a short physician recharge mode for five seconds, the overstimulation stopped. A por message was seen on the recharger but no further overstimulation sensation. Additional information was reported that the manufacturer representative had seen the patient on (B)(6) 2014. The por was cleared and the patient was reprogrammed. The patient had good coverage and understood the charging requirements.